Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the returned device was confirmed to be fractured. Upon device history review, all manufactured units met specification. No relevant manufacturing issues found. The rod was confirmed via visual inspection and xray images. Conclusion: the plausible root cause of the event is user issue.

Event description:
It was reported that; screw in an l5/s1 fusion pulled out of the l5 screws bilaterally. Update (B)(6) 2017: correction: the rods pulled out of the l5 screws. The blockers were still engaged in the l5 screws and difficult to remove.

Event description:
It was reported that; screw in an l5/s1 fusion pulled out of the l5 screws bilaterally. Update (B)(6) 2017: correction: the rods pulled out of the l5 screws. The blockers were still engaged in the l5 screws and difficult to remove.